Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon [catheter]have not unraveled completely once they have been placed in the body". Additional information states that manual inflation was used and the balloon inflated and was adequate for therapy. No patient injury or cosnequence reported.